Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was an observation with the monolithic controlled release device that contains the steroid. The analyst noted the monolithic controlled release device received slightly mis-shape, but the helix was able to be extended and retracted and turns within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the right atrial (ra) lead exhibited retraction issues during lead repositioning, once removed from the body there were physical signs of damage. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.